Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole alarms) has been confirmed. As received, the electrode belt failed an incoming functional test, specifically an ECG fall-off test. The cause for the test failure and the reported alarms was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving frequent false asystole alarms.